Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No blank display anomaly noted during test. Device received with cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was 176 mg/dl. Customer also stated that the insulin pump was not exposed to moisture and there was no damaged on it. Customer also reported the contacts on the battery cap was neither missing nor damaged, battery compartment was neither damaged nor corroded however the spring was damaged. It was also reported that the insulin pump was died and battery was not working. The insulin pump will be returned for analysis.